Event description:
It was reported that there was inaccurate temperature readings, or no readings at all. The representative suggested to change the interface cable and that did not help. They also tried an esophageal probe and got a temperature reading and so they felt that the foley temp catheters were not working.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "sensor wire too weak/thermistor wire too weak". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review that cannot be completed due to no lot number. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was inaccurate temperature readings, or no readings at all. The representative suggested to change the interface cable and that did not help. They also tried an esophageal probe and got a temperature reading and so they felt that the foley temp catheters were not working.